Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The customer did not experience any issues after this event. Investigation is ongoing.

Event description:
We received an allegation of a high result not corresponding to the clinical picture for 1 patient's plasma sample tested with elecsys ca 19-9 assay on a cobas e801 immunoassay analyzer. On (B)(6) 2023: initial result: 466 u/ml. 1st repeat result: 462 u/ml. 2nd repeat result: 405 u/ml. The physician questioned the results from this sample as they did not match the patient¿s clinical picture. The results that are below 100 u/ml were deemed to be correct and accepted by the physician.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2023 and it was acceptable with no alarms. Qc recovery was within the customer¿s expected ranges. No indication of a performance issue of the reagent or the instrument. Based on the data provided, a clear root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.